Manufacturer narrative:
A ge service representative performed an onsite investigation. The power board connection and battery connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a charging problem, the field engineer noted a pre charge error and that the system would not boot up or produce fluoro. There is no report of death or serious injury associated with the complaint.